Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.

Event description:
It was reported that the device appeared not to be functioning. Lead impedances could not be measured, and it would not sense. The device was explanted and replaced. No patient complications were reported as a result of this event.